Event description:
Reported via clinical study it was reported that pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a 40mm watchman flx pro closure device was selected to be used. Following the procedure, a pericardial effusion with cardiac tamponade was noted. The patient became unwell and complained of chest pain. Contrast angiography showed a well-occluded laa, as well as a 20mm pericardial bleed. Pericardiocentesis was performed with good effect. The patient was transferred to the intensive care unit overnight after the procedure. The pericardial drain was removed on (B)(6) 2026. The patient remained stable and was discharged on (B)(6) 2026.